Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. This report is for the first event reported, for the second event reported with the same device that was used on the same patient see MDR 3013394970-2025-00840. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample cannot be confirmed for sheath kink as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. An endovascular thrombectomy (evt) was performed via the right common femoral artery. A guidewire was inserted, and the insertion sheath of the angio-seal device was then attempted to be inserted into the artery for hemostasis. However, the insertion sheath became kinked. This was likely due to the patient's large build with a lot of fat, making the insertion sheath difficult to pass through the artery. The physician stopped inserting the insertion sheath and inserted a 4fr sheath for pre-dilation. Another angio-seal device was attempted to be inserted into the artery; however, the insertion sheath became kinked again. A perclose device (abbott) was used to continue the hemostasis procedure, hemostasis was successfully achieved. The procedure before deploying the device was permeant peacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.